Manufacturer narrative:
H3, h6: we have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed, as the lot number provided was not a valid lot number for this product, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event. The device was intended for use in treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during use of a pico applied to a patient during an outpatient appointment on the (B)(6) 2021, the device was working correctly. On the (B)(6) 2021, the patient went to the appointment, as the equipment had all 4 lights on at the same time. It was necessary to open a new kit to continue the treatment. No patient harm reported.